Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported, alaris smartsite are leaking, chemo had to remake the medication, due to a leak. Additional information: no serious injuries noted, but had to remake chemo on 3 separate occasions due to leak can you please provide an exact date of event in format dd-mmm-yyyy? I don't have specific dates, but notification dates were around 14/004/2026 - 16/004/2026.